Manufacturer narrative:
Additional information was received that the patient underwent a replacement procedure and did well postoperatively, and the physician did not believe there was ipg malfunction.

Event description:
A report was received that the patient¿s remote control would not communicate to the ipg. It was confirmed that ipg was not functioning. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient¿s remote control would not communicate to the ipg. It was confirmed that ipg was not functioning. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the ipg, which was 9 years old, was not holding a charge. The patient had frequent charging. The explanted device was not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s remote control would not communicate to the ipg. It was confirmed that ipg was not functioning. The patient will undergo an ipg replacement procedure.